Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to dislodgment. The patient with this lead was experiencing oversensing, 3 brady episodes of no output (probable oversensing). The lead was repositioned without further issue.